Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient got hit in their back where the ins was, and the controller was telling the patient that the power for the ins was off. The patient also reported there was a ¿pokey thing poking his skin.¿ the patient confirmed the controller was able to communicate with the ins. The patient pressed the ¿turn stimulation on¿ button and verified that the ins was on and on group a. The patient reported that the stimulation felt weak and they normally had the settings right at three. The patient stated all of these issues started when they got hit. They reported they had a doctor¿s appointment on tuesday. No further complications were reported. Follow up was conducted.